Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the ipg using the charging system. A replacement charging system was sent to the patient. Follow up identified the sjm representative met with the patient and the communication issue could not be resolved. It was reported the ipg would not communicate with additional external devices. The patient reported she had not charged the ipg for over a month. Follow up identified the physician replaced the ipg. It was reported the patient received stimulation postoperative.